Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced ongoing low blood glucose levels (bg), often in the 30s mg/dl range. Customer consumed carbohydrates or glucose tabs to address bg levels. Reportedly, basal rates needed adjustments to settings. Customer was recommended to consult in with health care provider on diabetes management.